Event description:
In 2009, the pt was implanted with gore excluder aaa endoprosthesis for treatment of an abdominal aortic aneurysm and a ruptured right common iliac aneurysm. The physician elected to monitor a left side type I distal endoleak that was present to see if it would resolve on its own. Four months later, the gore field sales associate was made aware that the left side type I distal endoleak persisted, in addition to a type I distal endoleak on the right side with no evidence of aneurysm enlargement. A week later, the pt underwent a reintervention which consisted of a relining of the left side common iliac grafts with two add'l gore excluder aaa endoprosthesis. A surgical coil ligation of the right hypogastric artery was performed. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device verified that the lot met all pre-release specs. Under pt section, treatment and follow-up in the gore excluder aaa endoprosthesis instructions for use (IFU) it states: the safety and effectiveness of the gore excluder aaa endoprosthesis has not been evaluated in the following pt populations: ruptured aneurysms. Additionally, the IFU states the gore excluder aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaas).